Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of the affected batch. No photo/sample was received for further investigation. Root cause could not be determined. As current controls, there are outgoing and hourly in-process visual inspections in place to check for catheter tip damage. There is also a daily outgoing functional test in place to check for catheter tip penetration force.

Event description:
According to the customer report a crack-like structure was found at the tip of the catheter during use.

Manufacturer narrative:
H3: if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd insyte vialon 24ga x 0.75in catheter tip integrity. According to the customer report, a crack-like structure was found at the tip of the catheter during use.